Manufacturer narrative:
The investigation has been completed. The impella pump was returned for investigation. No biomaterial observed. No cannula kink or broken blade found. Pump connected to aic to reproduce the low pump flow issue and run for more than 10 minutes. No low pump flow reproduced. No other abnormality seen. Data log reviewed: suctions occurred during impella support. Flows are low from the start of the case. Quick resolved positioning alarms observed. The cause of the low pump flow issue most likely cannot be determine due to lack of clinical information and issue not reproduced in lab.

Event description:
The complainant had placed a impella cp to support a patient needing mechanical circulatory support. The pump was placed for the hrpci but despite all pump repositioning the pump had persistent low flow and suction. The pump was explanted and patient survived.